Manufacturer narrative:
Additional narrative: this report is for an unknown 1.25 pin/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, it was noticed that the 2.5mm drill bit is blunt and screwdriver shaft 4.5 / 5 t25 stardrive is difficult to adapt with the torque limiter and with the handpiece. Also one pin of 1.25 is bent and another pin of 1.25 is split with other part remained inside the patient. No further information provided. This report is for one (1) unknown 1.25 pin. This is report 3 of 4 for complaint (B)(4).